Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for followup showing post-sensed t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made. Device remains implanted.